Event description:
The contact of a peritoneal dialysis (pd) patient reported finding a fluid leak following the patient's discontinued treatment. After receiving a cycler alarm, the patient contact cancelled treatment and when she removed the cassette she discovered the bottom of the cassette was damp. The patient's contact was advised to contact the patient's pd nurse. The set has been retained for evaluation. During follow up the patient contact reported that patient's effluent was clear. The patient was not prescribed antibiotics. The patient contact is returning the set. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.